Event description:
It was reported, that the patient experienced diminished therapy, due to high impedances on one lead and migration of another. As a result, both leads were replaced via surgical intervention on (B)(6) 2024. Therapy was restored post op. It is unknown, which leads caused/contributed to this event.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model#: mn10450-50a, UDI#: (B)(4), serial#: (B)(6), batch: 7982302; common device name: kit implantable slim tip lead, 50cm, model#: mn10450-50a, UDI#: (B)(4), serial#: (B)(6), batch: 7982302.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.